Manufacturer narrative:
The patient refused all troubleshooting and declined to meet with any nalu representatives prior to explanting the nalu system. Review of nalu records found no prior complaints or indications of any issues with the nalu system. The explanted components were not retained and thus not available for further examination. Cause for the lack of effect is unable to be determined due to patient being uncooperative with investigation.

Event description:
A nalu peripheral nerve stimulator was implanted on (B)(6) 2024 to treat hip pain. In (B)(6) 2024 the patient is recorded to have reported reduction in pain levels from 8/10 down to 1/10. On (B)(6) 2025 the patient reported that the system is no longer providing relief and requested to have it removed. A full system explant was performed on (B)(6) 2025 as requested.